Event description:
The user had poor benefit with the device. The user was re-implanted with a cochlear implant. The ci will be activated in approximately 4 weeks.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had poor benefit with the device. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect, which is expected to have been present whilst implanted. Mechanical damage found during investigation is related to the reported revision surgery. This finding is in line with the reported functional device whilst implanted. A revision surgery to explore the fmt positioning was carried out in april 2024 due to unsatisfactory hearing perception and the coupling was changed, however hearing performance did not improve after this revision surgery. Thus, a second revision surgery was done, in which the fmt was found well attached. However, the conductor link was cut unintentionally during this procedure. Although the recipient was still within the indication criteria, the surgeon opted to re-implant with a ci as the recipient's sensorineural hearing component deteriorated postoperatively. This is a final report.